Manufacturer narrative:
Concomitant medical products: dtmb1d4 crtd, implanted: (B)(6) 2018; 6947m55 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The patient was treated with antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.